Manufacturer narrative:
The cause for the discordant positive advia centaur xp toxoplasma g results is unknown. Siemens has requested the patient sample for further testing. The limitations section of the instructions for use (IFU) states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
A false positive advia centaur xp toxoplasma g (toxo g) result obtained by the customer, and considered discordant compared to negative alternate toxoplasma g test method results, and the patient's toxoplasma g test history. A second patient sample was tested for toxo g, and the advia centaur xp and the result was positive. There are no reports that treatment was altered or prescribed or adverse health consequences due to discordant advia centaur xp toxoplasma g (toxo g) results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00239 on 12/09/2016 for a false positive advia centaur xp toxoplasma g (toxo g) result. On 01/18/2016 - additional information: the patient sample was returned for further investigation by siemens. The sample was tested neat on two advia centaur xp toxoplasma igg reagent lots 061215 and 061217. The results were reactive with both lots, and it is not considered a reagent lot specific issue. The sample was treated with a heterophilic blocking tube (hbt), the results were reactive, and it does not appear that heterophilic antibodies are elevating the results. The sample was tested with the immulite 2000 toxoplasma igg assay and the result was nonreactive. Based on the available information, there appears to be some unknown interferent in the patient sample that is falsely elevating the advia centaur xp toxoplasma igg result. (B)(6). The limitations section of the instructions for use (IFU) states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." The instrument is performing according to specifications. No further evaluation of this device is required.